Event description:
Additional review indicated that the patient¿s dosage was 141 when the health care provider put in the pump, and the patient asked the health care provider to reduce the dosage for she was constantly dizzy. Sometimes, the patient was drowsy. The patient¿s husband stated the patient fell down to sleep after pump increase too much. The patient fell asleep standing up and then fell over. The patient felt the pump size bruised all the time, and it was swollen and tender.

Event description:
Additional information received reported regarding the patient, "I wish I could say she is doing okay". It was later reported the patient had received a refill on a (B)(6) morning and everything had went normal. The patient left and then became symptomatic and went to a (B)(6) hospital. The patient was then transferred to a different hospital and it was not until hours later that someone was called to check the device, at which time it was found the pump was stopped. It was reported the patient had walked out of the refill appointment at the clinic with the pump stopped. It was reported "our technical support basically stated they felt based on reading the logs that there was some kind of electromagnetic interference (emi) interruption at some point". It was reported a health care provider (hcp) followed up and wanted to know if the pump should be replaced. It was reported per the hcp the patient had no further complications. The hcp had also checked the catheter for patency but was unable to aspirate the catheter. It was reported the patient had returned to normal relief with the pump, once it was restarted in (B)(6). It was later reported nothing else had yet been done regarding the catheter, "as there had been no change in pain and they are still looking for guidance on whether or not we believe from the pump stopped situation whether or not the device should be replaced". It was reported the hcp was advised to reinterrogate their pumps after filling, to completely close out, and print just to confirm status. It was later reported the patient had a CT myelogram to confirm there was no inflammatory mass "or anything" due to the hcp being unable to aspirate the catheter during a dye study. It was reported the results came back normal with no concerns.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was admitted to the hospital with altered mental status and seizures. The patient was refilled and programmed (increased dose) on (B)(6) 2012. During the final telemetry, it appeared the final restart did not occur. The printouts showed that the pump was programmed correctly from (B)(6) 2012. When they read the pump on the date of this report, the pump was in stopped pump mode and had been shut off for 50 hours. The patient had been restarted on his original dosing of 7.642 mg/d. It was unsure if there was electromagnetic interference involved. The pump was reprogrammed by the doctor and the pump restarted fine. The pump was interrogated after reprogramming and found to be running appropriately. It was later reported that patient had not recovered fully as she was having trouble with her memory. The patient almost missed a doctor's appointment because of it. The patient was discharged from the hospital and made arrangements for physical therapy to be done at home. On the following monday, the patient had her vital signs checked. The patient's blood pressure was low and she did not have temperature. The patient had pain in the pocket for about a month. The pain was explained as throbbing "like it is coming out of her skin." The pump was implanted in left buttock area. The health care professional examined the pocket and determined it was fine. It was noted that the pocket site remained tender and sore for quite some time. It felt looser than it should. The patient was considering explanting the pump due to fear of pump stopping and going into withdrawal again. The device was used to deliver clonidine, bupivacaine, and unknown morphine.

Manufacturer narrative:
Product ID, neu_unknown_prog lot# unknown, product type programmer, physician product ID, 8709sc lot# n161742004, implanted: 2008 (B)(6). Product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).